Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation and removal difficulties were encountered. The indication for the procedure was an abdominal aortic aneurysm (aaa). A non-bsc stent was implanted. To post dilate, the equalizer balloon was inflated; the atms and duration of inflation is unk. The equalizer balloon was deflated and removed through the sheath. The equalizer balloon was again inserted through the stent and inflated; the atms and duration of inflation is unk. The balloon was unable to be deflated and unable to be removed through the sheath. Infusion was performed for approximately 2 minutes to intentionally rupture the balloon for removal. The equalizer balloon was removed from the pt and the procedure was completed with a different device. No pt complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
(B)(6). The device has not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).